Event description:
During the colonoscopy the boston scientific resolution clip was placed in scope by md. The clip did not open, close or be removed. Clip deployed into bowel and another clip used on polypectomy site.